Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of minicaps was damaged; further described as "individual pouches were opened". This was found before use of the devices for peritoneal dialysis therapy . There was no report of patient injury or medical intervention associated with this event. No additional information is available.